Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the mmi pcba to address the reported problem. The device was returned to service.

Event description:
The customer reported a touchscreen fault. There was no patient involvement.